Event description:
It was reported that the patient underwent an unspecified posterior lumbar surgery using rhbmp-2/acs. Post-operatively, it is alleged that the patient developed "intense pain, radiating pain, blurred vision, breathing problems, trouble sleeping, fatigue, and permanent ssd". No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.